Event description:
Customer reported sub-flap debris detected at 1 day post op in the left eye. Flap lift and rinse was performed in surgery suite. An oral steroid was not prescribed. Topical steroid dosage was not increased. Patient did not experience loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Patient complained of blurry vision.

Manufacturer narrative:
(Sub-flap debris). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.